Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information requested: did the jaw break off of the device? Did the broken jaw fall into the patient? If yes, was the broken jaw retrieved from the patient? Did this change the plan of care for the patient? Is the broken jaw being returned with the device?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip broke off the device. Case completed with another device. There were no patient consequences reported. Unknown if it will be returned.

Manufacturer narrative:
(B)(4). Batch #l90z5a. Corrected manufacturing and expiration dates the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.